Manufacturer narrative:
This MDR is being submitted late due to a complaint management system transition. During reconciliation and review activities following the system migration, this event was identified as meeting MDR reporting criteria under 21 cfr part 803. Upon identification of the reporting obligation, beta bionics initiated submission of this MDR.

Event description:
It was reported that the patient dropped the pump, after which the infusion set tubing detached from the connector and the patient reattached it, later acknowledging it had likely not been tightened sufficiently; the patient was counseled to tighten the connection properly and advised to replace all supplies if tubing comes loose. Symptoms included no reported adverse clinical effects. Outcomes included completion of troubleshooting and user education without alerts or alarms. Investigation included customer interview and product-use review. Investigation of this case revealed user handling contributed to a loose connection at the tubing-to-connector interface, with no evidence of device malfunction or component defect. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error due to patient dropped the pump which resulted in leaking.